Manufacturer narrative:
The qa lab received one bottle that contained 10 used sensors. Testing was not possible.

Event description:
The customer stated that she tested her blood glucose using her contour meter and her son's meter (brand unk). The contour read 46 mg/dl, while the other meter read 164 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter were returned for evaluation. Replacement products were sent to the customer.